Event description:
It was reported that three weeks post implant a myocardial perforation and pericardial effusion were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.